Manufacturer narrative:
The device was manufactured april 11, 2022 - april 13, 2022. Initial reporter address: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow. The issue was described as ¿they inserted a syringe into the filling site without difficulty but it was impossible to fill the reservoir, there was overpressure inside and when observed closely there was a defect on the hull¿. This issue was discovered during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from april 11, 2022 - april 13, 2022. Additional information for b5: two (2) small volume folfusors did not flow (previously reported as one (1)). H10: two (2) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted